Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the lcd window, cracked case near the display window corners, cracked battery tube threads, broken belt clip slot, and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed no delivery multiple times. The customer had been experiencing high blood glucose levels. The customer's blood glucose was 500 mg/dl, which was being treated with manual injections. Troubleshooting was performed and everything passed, including the high pressure test. In the alarm history there were multiple no delivery alarms, low reservoir and weak battery alerts. The infusion set was removed from the customer's body but the cannula was not bent or occluded. The caller stated that there was a small chip missing at the opening of the reservoir housing, there were scratches on the screen of the insulin pump and cracks around the reservoir opening. The battery compartment threads were wearing thin, there had been resistance locking the reservoir back into place. At this point the customer's blood glucose was 400 mg/dl. The buttons were intermittently responsive. The discontinuation of the device was advised. Nothing further was reported.